Manufacturer narrative:
Internal report reference number: (B)(4). Product problem being submitted due to test strips being part of recall # 1052693-06/13/16-001-r. Meter and test strips were returned, no investigation required: test strips are expired and customer did not allege a product defect. Root cause: rc-074: manufacturing processing error. Manufacturer acknowledges the lateness of this report and initiated the necessary corrective action. Manufacturer corrective action number: (B)(4).

Event description:
Consumer called to inquire about obtaining test strips for meter; customer has discontinued product. Customer has true result meter and truetest test strips. The test strips are expired. Manufacturer's expiration date is 04/30/2018 and test strips are part of recall. Customer did not allege a product defect. The customer feels well and did not report any symptoms. No medical attention associated with the use of the product was reported. Customer was upgraded to true metrix product line.